Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump battery could not be charged resulting in the pump shutting off. Customer¿s blood glucose (bg) level was "high"; bg value was not provided. Customer used a manual dose injection (mdi) to address bg level. Reportedly the customer contacted a healthcare provider to obtain alternate insulin therapy.